Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: when the physician completed the procedure and removed the trocar he noticed that a piece of the plastic flange had detached and had fallen into the patient's abdomen. The plastic fragment was retrieved and removed from the patient. There was no patient injury, blood loss or additional time added to the procedure as a result of this incident. As far as I am aware the patient is ok.